Event description:
A malfunction alarm identified as malf 12 was reported, and it did not cause any adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after resetting, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.